Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. During this testing the unit was able to power on using both battery and ac power. External inspection revealed damage to the rear plastic housing. The device was able to obtain measurements and alarmed visually and audibly under alarm conditions. It was determined that the device power button does not respond correctly to physical pressing, it is mechanically broken and does not return from the depressed position which results in erratic on/off or failure to respond.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the device switches off. No known impact or consequence to patient.